Event description:
It was reported that the device was used during a rectosigmoidectomy and that the "staples came undone when fired". The case was completed using a same like device. There was no consequence to the patient.